Manufacturer narrative:
Samples received: none. Analysis and results: end customer did not inform the batch number involved in this case. The list of batches supplied to the customer are: 117235, 117265, 117233, 117344, 117345 and 117392. As no samples have been received we could only review the batch manufacturing records of the possible batches. All the products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: a thread that breaks quickly, a loose knot. Conseqeunces: delay during surgery, need to repeat steps 2 times for the tightness with risk of damaging the edges of the corneal incision with edema of postoperative more frequent and need a second thread to finish the procedure.